Event description:
It was reported that on (B)(6) 2011, the patient with mixed etiology mitral regurgitation (mr) had two mitraclips implanted, successfully reducing the mr grade from 4 down to two. More than two and a half years later, on (B)(6) 2013, the patient was admitted to the hospital with generalized anasarca. This patient has a recent history of acute renal failure, that the treating physician assessed as unrelated to the device. Although anasarca is known to result from renal failure, the physician has not yet provided an assessment on the relationship of anasarca and the mitraclip. Therefore, this event of anasarca is conservatively reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report, additional information was received: the patient was hospitalized several times beginning (B)(6) 2013. The patient had recurrent hepatocellular carcinoma treated with radiotherapy, y-90 procedure and chemotherapy. The patient was hospitalized with acute renal failure and then anasarca. Once it was determined that the patient had received maximum benefit from hospitalization, all chemotherapeutic agents were discontinued. The patient was discharged to home with hospice care and expired ten days later, on (B)(6) 2013. The study site indicated that the death is not related to the mitraclip device or procedure.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of edema, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip clip delivery system: cds02st (lot # 10000920, serial # (B)(4)) the mitraclips remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.